Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, service found no image was present when the endoscope was connected and switched on, and error code e315 (non-compatible endoscope) was displayed. A comprehensive leak check was performed, and the device failed the electronic leak test. The instrument was visually inspected externally for damage that could be attributed to the customer specified fault. No abnormalities or associated damage were identified during the inspection. The plug body (connector) was dismantled, and fluid was evident throughout the plug body and major components. Fluid inside the plug body can result in intermittent image issues temporarily affecting the primary and secondary imaging and other electrical functionality. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported while setting up the subject device for an ebus-tbna (endobronchial ultrasound-guided transbronchial needle aspiration) procedure, there was no ultrasound or camera image when connected to the stack, as if the scope was not connected. Everything was turned off and back on again multiple times and then disconnected and reconnected and the full system would not recognize the scope at all. They switched out the scope for another similar scope. The second scope was set up fine the first time and they measured out the 21g vs2 needle per procedure and tested everything and all was working as it should be. During the procedure using the second scope, they were unable to deploy a 21 gauge needle in the angulated position for a sample. After some time, they decided to abandon the procedure mid-procedure with no samples taken. The user tested the scope outside of the patient with two different 21 gauge needles and the same problem occurred, they could see the needle sheath outside of the scope but could not deploy the needle in the angulated position. There was no patient or user injury reported due to the event. Both scopes were deemed as broken and sent to olympus for evaluation. The event includes 3 complaints: (B)(6): bf-uc290f, serial (B)(4). (B)(6): bf-uc290f, serial (B)(4). (B)(6): na-u401sx-4021, lot 7210850 (B)(6): bf-uc290f, serial (B)(4). Is reportable for the malfunction identified by olympus service center.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that since leakage was observed inside the scope connector, error e315 (unsupported scope) occurred due to contact failure. Due to this, the procedure was likely delayed. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.